Event description:
During routine testing of the device, the service technician reported that the side panel was chipped. Since the event occurred during routine testing, there was no pt involvement during this event.